Event description:
New information states that the device did not explant the device did not receive the battery performance alert and was explanted electively.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted.